Event description:
On (B)(6) 2010 the lay user/reporter, the patient's husband, in the (B)(6) contacted lifescan to report the one touch ultra 2 meter would power off during use. On september 29, 2010 the technical service representative (tsr) spoke with the patient to obtain and verify information. On approximately (B)(6) 2010, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. During this time period, the patient took her usual meals and diabetes medications; she made no adjustments to her regimen. On (B)(6) 2010, the patient experienced the symptom of blurred vision. The patient attempted to test her blood glucose level using the reported meter while symptomatic, but was unable to obtain a reading. The patient was treated with food and she felt better afterwards. On (B)(6) 2010, the patient experienced the symptoms of blurred vision and coma. The patient's daughter took her to the emergency room. The patient was unable to provide her blood glucose level as tested in the emergency room. The patient was treated with glucose. The patient was admitted to the hospital for nine days; she was unable to provide her admitting diagnosis. The patient takes set doses of the oral diabetes medication metformin and "lasanoparol". Her expected blood glucose levels range from 6.0 mmol/l to 7.0 mmol/l. The reporter was unable to provide the meter's serial number or the test strip lot number. Troubleshooting revealed there had been no misuse of the product and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k053529.